Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was not returned for further evaluation. The device had an approximate field life of two (2) years and four (4) months with an unknown frequency of use. Review of the device history record and receiving inspection reports for identified no deviations or anomalies. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with a previous investigation. This device was manufactured before the design modification and was part of the re-design scope. A redesign of the product was initiated on a rolling basis on december 11, 2014 in order to reduce the frequency of device fracture near the central post. This device was manufactured prior to the design change. The complaint is not consider to be confirmed as the tasp is not returned and the state (whether the device was fractured or not) of the device is unknown. Therefore the root cause cannot be determined. The likely condition of the part when it left zimmer biomet control is considered conforming due to its extended field life and conforming manufacturing records.

Manufacturer narrative:
The following sections could not be completed with the limited information provided: date of birth-na. Weight-na. Expiration date ¿ na. Date implanted ¿ na. Date explanted ¿ na.

Event description:
It is reported that the device broke during sterilization in the hospital sterile processing department. There was no impact to the patient or surgeon.